Event description:
It was reported that the pump software did not suspend insulin delivery. Customer's blood glucose (bg) was 45 mg/dl. The customer consumed glucose tablets and energy bites to address bg. Tandem technical support verified the pump software functioned as intended and educated the customer on the how control iq predicts glucose values 30 minutes ahead based on glucose values. The customer continued to use pump for insulin therapy.